Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to moisture damage on the electronic assembly. There was moisture damage on the motor assembly. The pump had scratched lcd window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 207 mg/dl at the time of incident. The customer's father stated that the pump had nothing on the screen even after the battery was changed. Troubleshooting was completed but the display did not return. He stated that there was a crack at the top of the battery compartment. He was advised that the insulin pump will need to be replaced. He was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.